Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
The stents remains in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional adverse patient effects are being filed under a separate medwatch report #. Literature: "five-year results of the bioflow-iii registry: real-world experience with a biodegradable polymer sirolimus-eluting stent".¿ (B)(4).

Event description:
It was reported through a research article identifying xience prime stents that may be related to the following: cardiac death, myocardial infarction, coronary artery bypass graft (CABG) and stent thrombosis. Specific patient information is documented as unknown. Details are listed in the article, titled "five-year results of the bioflow-iii registry: real-world experience with a biodegradable polymer sirolimus-eluting stent".